Event description:
During a site visit, customer reported retrograde flow from the secondary into the primary occurred. The user reported fluid from the secondary of magnesium was seen flowing into the primary bag. "Illustration in the bag [containing the sets] notes that the secondary was hanging above the primary/ no information about down stream occlusions." No patient harm was reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.